Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative replaced the motor control board, the connection cable and the odu connector. Subsequent testing found no further issues. The device was returned to service. The replaced motor control board was returned to livanova (B)(4) for detailed investigation. During evaluation, the reported issue could not be reproduced. The board worked according specification. As the issue could not be reproduced, a root cause was not determined.

Manufacturer narrative:
The initially submitted serial number was incorrect. The correct serial number is (B)(4).

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative investigated the device. The service representative was unable to confirm the reported fault. Visual inspection did not identify any abnormalities or defects and he reported issue was not reproduced during functional testing and hardware analysis. Further testing is planned by livanova (B)(4) with the support of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the centrifugal pump 5 (cp5) displayed a motor controller error during setup. There was no patient involvement.